Event description:
The customer reported that the device was not detecting batteries and shuts down.

Manufacturer narrative:
(B)(4). The customer reported that the device was not detecting batteries and shuts down. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the problem. The batteries were found to be defective and used beyond their 2 yr expected life. The customer was provided with info in ordering replacement batteries. The involved heartstart mrx was found to pass all performance assurance testing and was returned to the customer. These batteries failed from use beyond their expected life, and did not malfunction.